Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received one inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) provided a review of the reports. The device remains in service. No adverse patient effects reported. Additional information was received, the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and one inappropriate shock due to what appears to be supraventricular tachycardia (svt). Technical services (ts) provided a review of the stored episode. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received one inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) provided a review of the reports. The device remains in service. No adverse patient effects reported. Additional information was received, the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and one inappropriate shock due to what appears to be supraventricular tachycardia (svt). Technical services (ts) provided a review of the stored episode additional information was received, the patient with this crt-d received three additional anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) provided a review of the report and noted the shock did convert the rhythm, this crt-d remains in service. No adverse patient effects were reported.